Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the flexibility adjustment ring had a scratch, the grip had a scratch, the suction cylinder had no color, the switch box had a scratch, the screw stopper was replaced for preventative maintenance, scope cover unit had a scratch, scope connector case unit had corrosion due to water leakage, plug unit had corrosion due to water leakage, e315 occurs due to corrosion on the plug unit, insulation resistance value at distal end did not meet the standard value due to burn on probe cover, the connecting tube had foreign material, and the universal cord had coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an error e315 (incompatible scope error). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   The evaluation found that the customer's allegation of e315 (incompatible scope error) was confirmed. An additional reportable malfunction of foreign material found on the insertion section was identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer.   A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issues were identified. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an incompatible scope error (e315) occurred because the inside of the scope connector was corroded. The foreign material on the insertion section was confirmed; however, olympus could not identify the material or specify the cause of the suggested event from the provided information.   The error e315 event can be prevented by following the instructions for use, which state: 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5. ''Troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.   Olympus will continue to monitor the field performance of this device.